Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw path was prepared at the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to prolonged surgery/anesthesia by 5-10 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the initial inaccurate (partially prepared) pedicle screw path at right l5, in which the non-navigated screw was placed into (resulting in a reported screw deviation of approximately 40 degrees lateral and 6.5 mm away from its intended target point) was most likely: a movement of the patient reference array due to an insufficiently rigid fixation and/or inadvertent forces applied after patient registration was performed. Movement of the reference array after registration is performed disrupts the coordinate system established during registration and results in an inaccurate display of tracked instruments on the registered data set in the navigation software compared to their actual positions on the patient anatomy. Details: the significant amount of forces applied with the use of awl and probe instruments from e.g. Hammering on the awl, substantial pressure with the probe, etc. To open the cortical bone and prepare the pedicle paths at this procedure - especially if these forces are applied on the same vertebra the patient reference array is attached to - likely caused movement of the reference array during instrument navigation at right l5 (due to an insufficiently secured reference array and/or forces transferred to the reference array from the substantial hammering/pressure forces applied to the vertebra). Apparently, the resulting deviation in the navigation display between the registered preoperative image and the actual patient was not recognized by the user with the appropriate and necessary accuracy verification during the procedure while preparing the first (partially completed) path at right l5. Note: brainlab navigation did not contribute to the specific surgical step of inserting the right l5 screw into the first (incorrect and unintended) prepared path, because the initial placement of the right l5 screw into the first inaccurate path (instead of the intended and correctly prepared second path) was done with a non-navigated screwdriver (i.e. The screwdriver/screw was not tracked in the navigation display to have guided or misguided the surgeon to inserting the screw into the wrong prepared path). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (B)(6) 2021 on the spine for l4-s1 fusion for a synovial cyst at l4-l5 with intended placement of 6 pedicle screws was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the carbon reference clamp with the 4-sphere reference array to the spinous process of l5. Acquired an intra-operative CT scan with automatic image registration matching the display of the navigation to the current patient anatomy, verified and accepted the registration in the navigation. Prepared the pedicles for screw placement using the navigated awl and navigated probe at left l4, left l5 and left s1, and placed the screws using a non-navigated non-brainlab screwdriver. Moved to the other side of the patient to repeat the same workflow on the right side, starting at right l4. While using the navigated probe at right l5 (after using the navigated awl), observed that one of the reflective marker spheres on the navigated probe bumped into the patient reference array. Verified navigation accuracy using the navigated pointer and determined that it was no longer accurate to continue. Retightened the reference clamp and reference array and acquired another intra-operative CT scan with automatic image registration, verified and accepted the registration in the navigation. Prepared the pedicles using the navigated awl and navigated probe at right s1 and again at right l5 (to create a new path), and placed the screws using a non-navigated non-brainlab screwdriver. Acquired x-ray images for confirmation of the screw placements, and detected that the right l5 screw had been placed into the first (partially prepared and incorrect) path. Revised this screw to its correct (more medial) intended path (using a non-navigated non-brainlab screwdriver). According to the hospital /surgeon: the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to prolonged surgery/anesthesia by 5-10 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.